Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy/pancreatoduodenectomy procedure, the device's knife blade jammed and the jaws of the device could not be reopened while applied to tissue. To remove the device from the tissue, the surgeon clamped the tissue on both sides of the device and then resected the tissue directly adjacent to the device jaws. After removing the device from the tissue, the surgeon sutured the affected tissue by hand. There was no injury to the patient.